Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
New etq record created in order to update etq (legal system) complaint number wpc (B)(4). Reason for original complaint - patient was revised to address acetabular loosening. Doi: (B)(6) 2009 - dor: (B)(6) 2010 (right side). Update - (B)(6) /2011: litigation papers received. There is no new additional information that would affect the investigation. Patient is a resident of (B)(6). Update - (B)(6) 2012 - updated litigation papers received. There is no new additional information that would affect the investigation. Dob added. Update - (B)(6) 2012: medical records were received from legal. The bone screw was added to the complaint due to the reported cup loosening. Records are available on disc if needed for further review. Update rec'd (B)(6) 2013- ppd and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain and loose cup. The liner and head are being added for the pain. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/12/15

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).